Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3447 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that, a head nurse from hospital, placed a PICC catheter in patient from hematology department through the right basilic vein on (B)(6) 2020. When checking the catheter for integrity before placement, the nurse found exudate at the distal end of the catheter and then replaced the catheter to complete subsequent catheter placement operations.